Event description:
It was reported by a user facility that when a device was used during an unknown procedure, the device was noted to have a crack when returned to the surgical tech. A small plastic piece had broken off in the abdomen but was retrieved by the surgeon. Completed the case with the device. There were no consequences to the pt.